Event description:
The customer called and reported her blood glucose was 35 mg/dl at the time her sensor was giving a reading of 111 mg/dl. The best times to calibrate were explained to customer. Customer did not wish to perform any troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch # 3004209178-2015-63994 regarding this event.